Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a95 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), product type programmer, patient product ID, 3387s-40 lot# v488644, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v488644, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-00632.

Event description:
It was reported, the patient experienced a loss of therapeutic effect. It was stated, the patient's therapy was suspected to be turned off when a magnetic closure on the patient's purse interacted with the device's magnetic reed switch. This occurred a little more than two weeks previous, as of the date of this report. The patient was without therapy for two weeks and in that time the patient had muscle contractions and their head was tilting back and to the side. In addition their right arm was "straight and curled backward." The patient turned on the device on (B)(6) when they discovered it was off. The patient felt a "big buzz" when the device was turned on, but was "much better" the following day. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-00632. The patient has two systems and it was unclear which system related to the reported event.